Event description:
It was reported by service report that both inner and outer siderails panels and footboard clamshell were cracked with exposed sharp edges, and missing modules. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
All siderail panels and footboard clamshell were cracked, with exposed sharp edges, due to a non-approved cleaner that aggressively degraded plastic components on the bed. Footboard modules were missing.